Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a red x in the window. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device is showing a red x in the display window. There was reportedly no patient involvement. Based on the information available, no support has been provided to the customer as the device is end of life. The device remains at the customer's site. No further action is warranted at this time. H3 other text : device is end of life / end of support